Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. Unable to verify for battery out of limit alarm due to no button response. Insulin pump was received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip. No moisture damage inside insulin pump noted.

Event description:
It was reported that the customers insulin pump got wet and stopped functioning. After replacing the battery, the insulin pump received alarms that couldn't be cleared. The customers blood glucose level was reported at 125 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.